Event description:
Pt treated unnecessarily- electra 1600c running pt, result obtained was "ncd- no clot detected", operator reported result out as a long clot time (greater than 106 seconds). Pt was given vitamin k. The ncd was reported erroneously as greater than 106 seconds. After rerunning the test later, the clot time was short- 8 seconds.